Event description:
It was reported that during a prostate procedure, the cap of the surgical fiber detached inside of the patient at 33,179 joules of use and was retrieved with graspers. The patient was unharmed by the event and the procedure was completed using a second fiber without further complications.